Event description:
In 2002 a quickseal device was used to achieve hemostasis of the arterial puncture site in the right groin following a diagnostic catheterization procedure. In 2002 the patient was diagnosed with ischemia of the right foot.